Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) pt's caregiver reported finding a fluid leak following treatment. The cycler had alarmed for air detected in the cassette. When treatment was complete, they removed the cassette and reported finding a fluid leak. The caregiver was instructed to call the pt's pd nurse. The set was discarded. During add'l f/u, the pt's pd nurse reported that the pt was hospitalized with peritonitis attributed to the fluid leak. The pt's pd catheter was removed due to the infection. The pt was converted to hemodialysis for at least one month. The pt was stable but still in the hospital. Medical records have been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical records were requested but have not been received. An additional follow-up will be submitted if medical records are made available.